Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and unresponsive keypad. Customer stated insulin pump was overheating. Customer stated the screen part was overheated. Customer stated the buttons were not working or responding. Insulin pump did not turn on when customer tried new battery. Display was not blank less than 30 seconds or did not return. Display did not return after restart. Customer stated the contacts on the battery cap were not missing or damaged. Battery compartment or spring was not corroded or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.